Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# hg766ku15 implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 27-jun-2025, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 20-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen 50 mcg per day 1000 mcg/ml via an implantable pump. It was reported that the patient¿s spasticity was not benefited by increases in daily dose. There were no known environmental/extern al/patient factors that may have led or contributed to the issue. It was noted that at some point dye study was attempted but was not able to aspirate. The whole catheter was replaced. The issue was resolved.